Manufacturer narrative:
(B)(4). The customer reported that the device did not pace when the pt's heart rate dropped. There was no report of negative pt impact or outcome. Philips evaluated the device and could not reproduce the reported symptom, however some associated errors were found in the device logs indicating an intermittent power pca failure. The power pca was replaced to resolve the issue.

Event description:
The customer reported that the device did not pace when the pt's heart rate dropped. There was no report of negative pt impact or outcome.